Event description:
Complainant alleged that during set-up of the device prior to being used on a patient the device would not power up. Complainant indicated that there was no adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.